Event description:
It was reported that, metallosis, pain, hip revision.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were retained by the pt and were not returned to the manufacturer. Device history review determined all devices in the reported lots were accepted into final stock with no reported discrepancies. Complaint history review found no previously reported similar events for the product lot, catalog number, or family. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same event as MFR #2249697-2012-00835.